Manufacturer narrative:
Additional information: sections b.3, d.6b, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient presented with electrode extrusion. The recipient reportedly underwent repositioning surgery on (B)(6) 2026. The recipient is doing well. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. A CT scan revealed electrode migration. Device testing revealed results within normal limits. Revision surgery has been scheduled.